Manufacturer narrative:
This was initially reported on the summary report dated 4/30/2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and product problem. It was also reported that the plaintiff experienced dyspareunia, infections, pain and recurrence of incontinence. Furthermore, it was reported that the plaintiff died. No cause of death was reported.